Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the surgeon was removing one (1) 3.0mm reaming guide rod using universal chuck, the weld appeared to break and the t-handle was unable to release the guide rod. Retrieved other guide today and t-chuck. The surgery was delayed 5 minutes but successfully completed. No fragments were generated. No patient consequence. During investigation of the returned device, it was noted the reaming rod is broken. This report is for a reaming rod. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that a broken fragment of the 2.5 reaming rod ball tip/950-sterile was found stuck inside the returned universal chuck. A dimensional inspection was not performed due to post manufacturing damage. Complaint relevant measurements can not be taken. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces as mentioned in the event description. A functional test was performed to disassemble the reaming guide from the universal chuck and it was unsuccessful. The complaint condition was able to be replicated as part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the 2.5 reaming rod ball tip/950-sterile would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: manufacturing location: supplier ¿ eptam precision metals / inspected, packaged and released by: monument, release to warehouse date: 07-dec-2021, expiration date: 31-oct-2030, part number: 351.706s, 2.5mm reaming rod with ball tip/950mm - sterile, lot number: 299p844 (sterile), lot quantity: (B)(4). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of this product that would contribute to this complaint condition. Component part(s) reviewed: part number: 41033, mp35n*ri2.50, lot number: 383p546, lot quantity: (B)(4). This lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.